Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the study report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported issues could not be determined. This file was created from a survey conducted from a study: a prospective, single center study to evaluate intraocular lens (iol) position, clinical outcome of company lens in high myopic cataract patients. The study reported fourteen people said they had difficulty reading small print such as instructions of medicine bottle or filling out bank receipts, but had no difficulty reading large print, identifying people, going up and down stairs, and reading street signs. The study indicated that all patients had high myopic, achieved 100% spectacle independence after surgery, with good uncorrected visual acuity in distance, intermediate and near. The operative refraction was close to emmetropia in 3 months after surgery. ¿in our study, company lens have stable effective lens position and fast capsular bend formation in high myopic cataract patients.¿. The manufacturer internal reference number is: (B)(4).

Event description:
This report is received from a study, a prospective, single center study to evaluate iol position, clinical outcome of panoptix in high myopic cataract patients by a physician. This prospective study included patients with age-related cataracts who were scheduled for cataract surgery within the bag intraocular lens (iol) implantation and had a nucleus hardness of I-iii. The axial length was limited to 26 to 30mm. The preoperative angle kappa and angle alpha were within 0. 50 mm. In addition, predicted iol power was restricted to +6d and +30d. The exclusion criteria were as follows, ocular trauma, ocular diseases including any corneal pathology, uveitis, and glaucoma, previous corneal or intraocular surgery, any intraoperative or postoperative complications, including any capsulorhexis complications such as capsule tear or rupture and failure to return for examinations or follow-up, or any other circumstances as judged by the investigator to be inappropriate for trial participation. From july 2022 to may 2023, 28 patients (28 eyes) undergoing cataract surgery were enrolled and evaluated. 2 patients failed to return for follow-up on time. So far, 4 patients have not completed the follow-up of 3 months. In total, 22 eyes from 22 patients were examined. There were 12 male and 10 female patients, in which 17 right eye and 5 left eye was involved in the study. In the questionnaire for visual disturbances, all patients responded that they no longer needed glasses. This file has been created for fourteen people said they had difficulty reading small print such as instructions of medicine bottle or filling out bank receipts, but had no difficulty reading large print, identifying people, going up and down stairs, and reading street signs. Five patients had a need to do delicate tasks, three people reported mild difficulty and two people reported moderate difficulty. Two patients reported mild difficulty driving at night, and the remaining patients did not report any difficulty. There were 6 files associated with this report. This is 1 of 6.